Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise tubing, buffer valves, and buffer syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported multiple false high sodium results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The results were not released from the laboratory.